Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the left middle cerebral artery, a EU 4.5x22mm intracranial stent 12 mm dw tip (enc452212, 7212921) became impeded in a competitor¿s microcatheter and could not advance any more. The physician removed the stent and microcatheter from the patient¿s body. The stent body remained in the microcatheter (stent body was not connected to delivery wire). New devices were switched to complete the surgery. There was no patient injury reported. Additional information was received indicating that the device was not able to move due to the resistance. The device was not torqued. The resistance was felt at the distal tip. An unspecified micro guidewire was used successfully with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event. It was reported that this was intracranial stenosis stenting, the stent did not enter the body. One picture was attached to the complaint file in which the stent was noted to be already detached from the unit. The stent appears to be fully expanded with no visible damage. The rest of the device was not shown in the provided picture. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed. It was noted that the stent was detached from the unit and it was not returned to the laboratory for inspection. The delivery wire and the introducer were found to be undamaged (i.e., no kinks, bents, or elongations). The delivery wire was inspected under a microscope and no abnormalities were found on it (i.e., no kinks, bents, or elongations). The distance between the delivery wire tip and reference marker, as well as the retraction bump diameter, were measured and they were confirmed to be within specifications. The issue documented that the stent became impeded in the microcatheter and cannot be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. However, based on the detachment condition of the stent the issue reported regarding a stent released in the microcatheter was confirmed. Is suggested that the stent got detached inadvertently from the unit during the device's removal. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. However, with the limited information available and the lack of components returned, no further evaluation could be conducted, and this remains only speculative. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent component might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7212921. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The analysis of the picture received was inadvertently omitted from the initial medwatch report ( mwr-(B)(4)). The product is available for evaluation and testing; however, it has not been received to date. One picture was attached to the complaint file in which the stent was noted to be already detached from the unit. The stent appears to be fully expanded with no visible damages. The rest of the device was not shown in the provided picture. A device history record (DHR) was performed, and no non-conformances were identified. The issue regarding the stent detachment was confirmed based on the condition seen in the picture, however, the issue regarding an impeded condition cannot be evaluated since a functional test would be conducted if the stent was still attached to the delivery wire and inside the introducer. This investigation was performed based only on the photo provided. If the stent is received after this investigation, an assessment will be performed as per the conditions of the returned component.

Event description:
As reported by the field, during a stent assist coil embolization to the left middle cerebral artery, an EU 4.5x22mm intracranial stent 12 mm dw tip (enc452212, 7212921) became impeded in a competitor¿s microcatheter and could not advance anymore. The physician removed the stent and microcatheter from the patient¿s body. The stent body remained in the microcatheter (stent body was not connected to the delivery wire). New devices were switched to complete the surgery. There was no patient injury reported. Additional information was received indicating that the device was not able to move due to the resistance. The device was not torqued. The resistance was felt at the distal tip. An unspecified micro guidewire was used successfully with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event. It was reported that this was intracranial stenosis stenting, the stent did not enter the body.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Deployment difficulty and impeded with no loss of cerebral target position are known potential product failures associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.